Event description:
Patient reported that, on several occasions, insulin has leaked inside of the device's insulin cartridge chamber. Patient's blood glucose was not affected and no treatment was received. Patient stated that, on each occasion, they have swabbed the insulin out of the device, and resumed normal insulin delivery. At the time of the report, patient stated that the device has been generating recurrent cartridge/adapter alerts.